Event description:
It was reported that the coil broke and stretched into two pieces during an aneurysm coiling procedure. One portion of the coil was reported secured safely in the aneurysm. The other portion of the coil was withdrawn from the patient. The physician was reported to be satisfied with the results of the angiogram. The patient did not suffer any adverse effects as a result of this phenomenon.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation. Therefore, the cause of the event remains unknown.